Manufacturer narrative:
This report was initially submitted following notification from a customer in india regarding potential overestimated patient result compared to other methods when using vidas® estradiol ii (e2ii) reference 30431 lot 1010649430 (expiry 04-apr-2025). A biomérieux internal investigation has been completed with the following results: investigation 1. Device history record there was no non-conformity and no CAPA, and no quality event on vidas estradiol ii 60 tests - 30431, lot 1010649430 related to the customer's complaint. 2. Complaint analysis at the time of this investigation, only this complaint has been registered on vidas estradiol ii 60 tests - 30431, lot 1010649430 due to overestimated results. 3. Tests/analysis performed products return it was not possible to pick-up the sample for further tests. 3.1) control chart analysis the complaints laboratory analyzed four (4) internal samples on seven (7) batches of vidas estradiol ii 60 tests ¿ 30431, including the lot mentioned by the customer, with the following targets: 156 pg/ml; 365 pg/ml; 426 pg/ml; 620 pg/ml. The analysis of the control charts showed that all results are within specifications. The lot 1010649430 is in the trend of the other lots. 3.2) test on internal samples our complaints laboratory tested four (4) internal samples with the following targets:156 pg/ml; 365 pg/ml; 426 pg/ml; 620 pg/ml, on the retain kit of vidas estradiol ii 60 tests - 30431, lot 010649430 (customer¿s lot). Results obtained are within the acceptable ranges and similar to those observed before the batch release. No evolution was observed over time of the batch for these samples. 3.3) analysis of external quality control samples for information, complaints laboratory subscribes to different external quality assessment (eqa) scheme and tests several quality control samples such as an ordinary user. The complaints laboratory tested four (4) quality control samples from pro.bio.qual (french eqa provider) on 1 (one) lot of vidas e2 ii, ref:30431 (lot 1010172300) during year 2024. The quality control samples had targeted concentrations at 331.2 / 778.2 / 336.59 and 215.2 pg/ml. According to the analysis of reports from this eqa organization, there is no anomaly in link with the customer¿s issue. The vidas users gave mainly results in accordance with expectations. Moreover, no similar issue was observed to the one observed by the customer. 4. Root cause analysis and conclusion. According to all information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the test performed on internal samples with the kit vidas estradiol ii 60 tests - 30431, lot 010649430. An analysis of eqa reports form pro.bio.qual, french supplier, carried out on four (4) samples between the vidas, roche and beckman techniques, did not reveal any behavior similar to the customer's results. The analysis of complaints recorded against this lot did not reveal any quality issue for this lot or any systemic quality issue. In absence of sample from customer and no information about the clinical context, treatment of the patient or the preanalytical handling of the sample, further investigation cannot be pursued. It is important, when interpreting estradiol results, to take into account the information regarding the therapeutic treatment especially if it is based on estrogen substances, as it may be possible that remaining traces of exogeneous estradiol and/or its metabolites are detected on the vidas e2 assay. As reminder = in the IFU it is mentioned: ¿in cases of estrogen therapy, and particularly that of hormone replacement therapy (menopause), overestimated results may be obtained. Interpretation of test results should be made taking into consideration the patient's history, and the results of any other tests performed.¿. According to the data mentioned above, there is no reconsideration of vidas estradiol ii ref.30431 lot 1010649430.

Event description:
On 26-nov-2024, a customer in india notified biomérieux of a potential overestimated patient result compared to other methods when using vidas® estradiol ii (e2ii) reference 30431 lot 1010649430 (expiry 04-apr-2025). The customer suspects an issue with the vidas® estradiol ii (e2ii) reference 30431 kit compared to various methods. Female patent, 30 years old. Sample patient performed with vidas estradiol ii (e2ii) reference 30431 kit e2: 500.86 pg/ml (at customer site, (B)(6) e2: 459.56 pg/ml (lupin diagnostics at nagpur) ovulation range 60.4 ¿ 533.0 pg/ml according to the lab report sample patient performed on cobas 8000 (roche) e2: 146.20 pg/ml ovulation or luteal phase sample patient performed on access (beckman) e2: 159.16 pg/ml - interpretation not provided. There is no delay in reporting patient results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated. Note: the product, vidas® estradiol ii (e2ii) reference 30431, is not marketed, sold or distributed in the united states. However, a similar product, vidas® estradiol ii (e2ii) reference 30431-01 is marketed in the united states.